Event description:
It was reported that during total hysterectomy laparoscopic surgery with robot support, there were times intra-operatively, when the clamps of the bipolar maryland forceps (bmf) on the tissue was weak. It was also reported that post-surgery, the tip of the bmf was dislodge and retrieved. No injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total hysterectomy laparoscopic surgery with robot support, there were times intra-operatively, when the clamps of the bipolar maryland forceps (bmf) on the tissue was weak. It was also reported that post-surgery, the tip of the bmf was dislodged and retrieved. No injury to the patient.

Manufacturer narrative:
D9: device available for evaluation?, return date, h3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar maryland forceps (bmf) as well as the associated device data. Visual inspection of the returned bfg noted no corrosion on the electrical contacts. There was no damage noted to the pulley of the instrument. There was no damage noted to the jaws of the instrument. Microscopic inspection of the drive cables noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. The instrument underwent jaw closing force testing, and the forces were found to be within specification at each position. Evaluation of the device data indicates that the bmf was attached to arm cart assembly 1 (sn: (B)(6). The instrument had a use time of one hundred and forty-six minutes and use count of two. The reported grasping issue is a hardware issue and device logs don't track the instrument jaw condition or grasping strength. However, there are no errors in the logs that would indicate insufficient holding strength. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.